Manufacturer narrative:
Evaluation completed. One opened bl5523wv pack from lot x5137 was returned. The expiration date on the label is 2025-mar-23. Visual inspection found the vit cutter tubing and back cap lying on the bottom of the pack tray with the other pack components of top of them. The tubing is dirty with dried solutions visible inside. The body and outer needle assembly and the inner needle assembly were not received. Microscopic examination of the back cap found no visible cracks. Functional testing cannot be performed due to the missing components. The assembly cannot function properly in this condition. The cause of the separated back cap cannot be determined. Assignable root cause could not be determined due to returned condition of the device. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete. See related: 0001920664-2024-00121, 0001920664-2024-00122, 0001920664-2024-00123 & 0001920664-2024-00124.

Event description:
Additional information was received stating the date of the events are 6/28, 7/2, 7/4, 7/5 and 7/18.

Event description:
The user facility in china reported a vitrectomy cutter was not cutting during the procedure. This occurred five times on five different days and the cutters were aspirating.

Manufacturer narrative:
The incident dates have been requested yet not received. The investigation is ongoing. See related: 0001920664-2024-00121, 0001920664-2024-00122, 0001920664-2024-00123 and 0001920664-2024-00124.